Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13j16050, h13k04070, h13k01019, h13k14046, h14a07064, h14a09029, h14a22089, h14b18010, h14b28035, h14a15026, h14b19042, and h14d01012 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with and unspecified intravenous (IV) antibiotic (medication, dosage, frequency, and duration not reported) and an unspecified intraperitoneal (ip) antibiotic (medication, dosage, frequency, and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. Eight days after hospitalization started, the patient was discharged from the hospital. It was reported that the patient was recovered from the peritonitis event. Additional information was requested but is not available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). The product code and lot number of this product are unknown; however, the brand name and 510k number of the potential product codes and lots received by the clinic are the same; therefore they were provided.   This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.